Event description:
Syringes shipped in covid-19 vaccine supply packs from federal gov't I am reporting quality issues with 1 ml syringes with 1 inch needles manufactured by guangdong haiou medical apparatus co. The following problems have been observed during mass vaccination clinic this week: leaking between the needle and syringe hub; needle hub floating back into syringe barrel when needle inserted into vial; needle shooting out of the syringe when plunger pressed into hub after administration. (B)(4).